Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they had a colonoscopy about a month ago and then went to health care provider (hcp)  2-3 weeks ago and the nurse practitioner changed them to a different program but it still didn't feel like ins has been working since colonoscopy. Patient said they felt the stimulation on their backside and not in their vaginal area previously. Patient stated they forgot to tell the doctor for the colonoscopy that they had ins and ins was not turned off for colonoscopy while biopsy was done. Patient stated the nurse practitioner told them their ins battery was ok and to call. Agent reviewed role of patient services. Agent reviewed therapy adjustment options. Patient will adjust therapy as needed and follow up with hcp if issues persist.